Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The caller reported that the unit would not power off. No patient or user harm was reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR :27mar2019. The customer's technician confirmed that the unit would not power off. The customer's technician replaced the user interface (ui) printed circuit board assembly pcba to address the reported problem. The unit now will turn off as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.